Event description:
It was reported that the patient had a new system added due to high thresholds on her old leads from boston scientific. It was noted during a follow up check in clinic that right atrial (ra) threshold was 5.0v@1.0ms and right ventricular (rv) was 2.0v@0.6ms, both had slowly been rising. Due to the patient being pacemaker dependent and extremely symptomatic to low rates, the physician decided to replace both leads at the device change out. A new system was added through the left side and old leads were capped. Patient did fine before, during and after procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164495.